Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump after maintenance.there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. UDI is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the motor that was stopped by opening the cover of hc3t at the site. In addition, the torque at the start of rotation was extremely weak, and when assisted by hand, the rotation started. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: during the service activity it was found that two error codes referring to patient pump 1 and patient 2 were displayed. Both patient pumps were blocked and have been replaced to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
In the previous report it was reported that the following: "during the service activity it was found that two error codes referring to patient pump 1 and patient 2 were displayed. Both patient pumps were blocked and have been replaced to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions." Please consider the above statement invalid since it was incorrect. Here below the correct statement: "during the service activity it was found that two error codes referring to patient pump 1 and patient 2 were displayed. Both patient pumps were blocked and have been replaced to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Considering device manufacturing date, the root cause of the reported issue is an intrinsic defect/premature mechanical failure of the pumps." A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar events have been reported. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. No trend for similar issue has been identified, no other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.